Event description:
Technician alleged the head of the bed was drifting down.

Manufacturer narrative:
Technician checked bed and found a bad power control module. He replaced the pcm to resolve the issue. No patient impact was reported.